Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a driver used on patient having spinal therapy for spinal stenosis. It was reported that during a navigated voyager 5.5 ats pedicle screw procedure at l2-l5, the patient was found to have extremely hard bone, requiring sequential tapping with 4.5mm, 5.5mm, and 7.5mm taps. After placement of four screws, while driving the fifth screw (right l4, 7.5x50 ats) into the pedicle hole tapped to 5.5mm using a t-handle ratchet driver, the tip of the driver sheared off while reversing the screw out. It was found that the fragment was retained inside the screw head in the patient. The ipsilateral screws were removed, a 30 millimeter rod was placed into the affected screw, and a set nut was tightened onto the rod. Using significant hand force and a capped rod inserter, the surgeon was able to remove the screw and rod assembly. The incision was expanded and a small retractor was placed to facilitate removal. The screw was successfully removed and replaced, with the sheared tip retained inside the screw head. All remaining hardware was placed and verified via x-ray and intraoperative neuromonitoring. The patient awoke and proceeded to recovery. There was no patient symptoms reported. Delay for the case was about 40 minutes. This driver had been used many times prior to the case in which it failed. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis #(B)(4):part # nav6550005, lot # ca17e011 visual inspection confirmed the entire torx tip of instrument has been sheared off. Optical examination of the fracture surface revealed a fairly flat fracture surface with circular material flow. This type of damage is consistent with torsional overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.